Manufacturer narrative:
Dimensions measured found the part to be conforming to print specifications where measured. A visual review of the returned device notes damage to the dovetail feature; one side is compressed the other is flared. As most of the damage is to the dovetail, there are also heavy impressions/gouges to the posterior pocket for the inserter. This indicates the articular surface was not correctly placed and oriented before pushing/seating in place while using the inserter instrument. This device is used for treatment. Complaint history records were reviewed and found no other complaints for the reported product/lot combination. The device history records for the articular surface were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The likely root cause is determined to be user error.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The review of device history records found no deviations or anomalies. This device is used for treatment. Surgical notes were not provided. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon experienced difficulty in engaging the articular insert onto the tibial component.